Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the malfunctions documented in b5, the additional evaluation findings are as follows: the connector part was found to be cracked and had a watertight failure, and there were cracks noted on the main body of the camera head. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a noise in the image from the camera head. The issue was found during preparation for use, while inspecting the device. The unspecified therapeutic procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following malfunctions were found: there was an image failure due to a flooded cable imaging section. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a defect occurred on the cable, and imaging abnormalities ensued as a result of the flooding effect from the video connector. The event can be [detected/prevented] by following the instructions for use which state: ·do not strike the camera head. The camera head may be damaged. ·do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. ·do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.